Manufacturer narrative:
The ventilator was investigated and repaired on site by third party. According to the site, the ventilator failed gas supply test, pressure transducer test and o2 sensor test failed during pre-use check. He nozzle unit of the air gas module was found defective and replaced. After replacement, the ventilator passed the pre-use check successfully. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No device logs were received and no parts were returned for investigation, therefore the root cause could not be determined.

Event description:
It was reported that the ventilator generated alarm for a short time while on patient. No information of what type of alarm was generated. There was no patient harm. Manufacturer's ref.#: (B)(4).